Manufacturer narrative:
Initial.

Event description:
It was reported that the user's freestyle libre 3 plus sensor was paired to the libre app and therefore did not pair to the ilet pump, resulting in the pump not receiving cgm data. No adverse clinical symptoms reported. Outcomes included dosing interruption risk that was mitigated by instructing the caregiver to manually enter glucose values into the pump using the existing sensor readings while the pump operated in blood glucose mode. User support included user education and troubleshooting regarding sensor pairing limitations and pump operation in blood glucose mode. Investigation of this case revealed that the sensor was in use by another device, which prevented communication with the pump; the pump hardware and software were not implicated. It was concluded, based on previously established findings for similar reports, that user setup and device compatibility constraints were the cause.